Event description:
On (B)(6) 2011 this (B)(6) female underwent a total left hip arthroplasty under (B)(6) at (B)(6) hospital. A stryker rejuvenate modular stem and neck device was implanted. Patient became symptomatic with her hip and went to see (B)(6). Aspiration was done on (B)(6) 2014 and was sent to pathology. (B)(6) 2015 patient underwent revision of the left hip and had the stryker rejuvenate device explanted by (B)(6). Extensive debridement of the joint was done.